Event description:
Three out of three sensors in my box of medtronic sensors have been bad. Medtronic is replacing the bad ones and have told me to use a different box (different lot). The lot number of the bad ones hg8aqmf. Reference report mw5166187, mw5166189.